Event description:
It is reported that patient has a knot behind his left knee. It is also reported that it has been drained several times.

Manufacturer narrative:
This report will be amended when our investigation is complete.